Event description:
During an atrial fibrillation procedure, a blood leak was noted from the agilis sheath. The agilis sheath was exchanged, and the procedure was completed with no adverse patient health consequences.